Manufacturer narrative:
In conclusion, the retention testing and testing of the returned kit yielded expected results when testing internal qc samples. The manufacturing batch record review did not reveal any failures of acceptance criteria. (B)(6) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for this phenomenon related to lot number 170523 showed that the complaint rate is (B)(4). Evidence available does not indicate that this device lot is performing outside of label claims. Note: this report was originally submitted on (B)(6) 2017. The receipt time was 14:43:35 gmt and message ID: (B)(4)0 however, the report was inadvertently numbered as "1221359-2017-00005." This report is being submitted to correct the manufacturer report number.

Event description:
Customer reported a (B)(6) result using a serum sample from a labor and delivery patient on determine (B)(6) combo. Subsequent confirmatory testing demonstrated (B)(6) results. There were no adverse patient outcomes reported.